Event description:
It was reported that the ventilator generated a technical error code for internal communication error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code for internal communication error. The field service engineer verified the error code in the device logs. He replaced the control panel and returned it for investigation. The ventilator was returned to customer and cleared for clinical use after passed functional and safety test per factory specifications. The evaluation of device logs confirms the reported error code on (B)(6) 2021, four days before the reported date of event. The date of event is updated accordingly. The returned control panel was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. The panel was responsive, two pre-use check passed and no errors were generated. Investigations of similar events have shown that the control cable for identified batches has an increased resistance in the cable shielding that may cause intermittent failures. Our supplier has confirmed that the process for shielding of the control cable has been improved and a retraining of operators was also conducted by our supplier. This problem may result in unexpected technical alarms in the user interface, such as the reported technical error code. When these internal communication problems occur on a ventilator, values and curves can be lost from the screen, but the ventilator will continue to ventilate with previous settings. No change in settings can be made after the alarm occurs and the alarms can only be reset by doing a system restart. The recommendation is to replace the control cable in order to resolve the problem.

Event description:
Manufacturer's ref.#: (B)(4).